Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified left upper arm. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, on the second inflation the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.